Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. Service inspected the instrument and found the trigger arc sens lvl trg was leaking due to a crack. The arc sens lvl trg was replaced which resolved the issue. The module function was verified with a control/precision run. The service history of the archictect i1000sr, serial # (B)(6)was reviewed and found no additional tickets regarding false reactive hiv patient results. Device history review found no non-conformances or potential non-conformances for the instrument part. Trending review did not identify any trends. A review of the alinity I/architect product monitoring review found no trends of the i1000sr with regards to the current issue. Further review identified no similar issues as described in this incident. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr, serial number (B)(6).

Event description:
The customer observed false reactive architect hiv ag/ab combo results generated on an architect i1000sr analyzer for a 30-year-old male donor (sid (B)(6). The following information was provided: 23jan2024 initial result (serum) = 1.14 s/co, repeat result = 1.10 s/co; repeat of the bag (plasma) result = 0.77 s/co; repeat of edta tube (plasma) = 0.78 s/co 25jan2024 new sample tube (serum) = 0.13 s/co there was no impact to patient management.

Manufacturer narrative:
Corrected information provided in section h6 component code: g03001 analyzer.

Event description:
The customer observed false reactive architect hiv ag/ab combo results generated on an architect i1000sr analyzer for a 30-year-old male donor (sid (B)(6)). The following information was provided: (B)(6) 2024 initial result (serum) = 1.14 s/co, repeat result = 1.10 s/co; repeat of the bag (plasma) result = 0.77 s/co; repeat of edta tube (plasma) = 0.78 s/co. (B)(6) 2024 new sample tube (serum) = 0.13 s/co. There was no impact to patient management.